Event description:
It was reported that the patient with this spectra malleable penile prosthesis was dissatisfied with the device, stating that it was bending too easily. A surgical procedure was performed in which the spectra was removed and replaced with a tactra malleable penile prosthesis. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this spectra malleable penile prosthesis underwent a thorough analysis. Both cylinders were microscopically inspected. Microscope examination revealed that both cylinders had holes and tool damage in the distal end of the cylinders consistent with sharp instrument damage. Based on the available test results and investigation, the allegations of device operating differently than expected and mechanical issue could not be confirmed. The damage identified on the cylinders was consistent with sharp instrument damage and was most likely introduced during the explant procedure. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this spectra malleable penile prosthesis was dissatisfied with the device, stating that it was bending too easily. A surgical procedure was performed in which the spectra was removed and replaced with a tactra malleable penile prosthesis. There were no patient complications reported.